Event description:
The patient reported wearing the pod when seeking medical attention for a worsening rash that had been present for between six to eight weeks. Symptoms included itching, redness, burning, bumps, skin breakdown and rash. The patient could not provide the exact date of the medical visit. A dermatologist diagnosed allergic contact dermatitis attributed to the pod adhesive and prescribed a short-term steroid cream. Name of medication was not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to customer's infusion skin condition allergic contact dermatitis. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s916usqs6eyl1. Hardware: sm-s916u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.